Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Heterotopic ossification is the abnormal and rapid growth of bone that forms within soft tissue as the result of heredity, trauma, or diseases of a joint. The rapid and irregular growth of bone often causes a sharp or jutted structure to form, causing pain and irritation to the surrounding tissues. The only treatment is surgical excision or shaving down to smooth out the excess bone. As timeframes of onset differ due to individual contributing factors, a specific timeframe of expected occurrence cannot be established. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: zimmer bone screw 6.5x30 00625006530, lot 62429066. Zimmer bone screw 6.5x25mm; 00625006525, lot 62292627. Zimmer liner neutral cont 40 mm 00875101240 , lot 62265939. Zimmer femoral neck kinective oo784802101 , lot 61632222. Zimmer femoral head 12/14 cocr 40mm +0 00801804002, lot 62384240. Zimmer kinective stem 7713-015-00, lot 62432973. The device will not be returned for analysis, due to location of device is unknown; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2020 - 01432.

Event description:
It was reported a patient had an initial right tha. Subsequently, the patient had a second surgery on an unknown day for heterotopic ossification. Attempts have been made and additional information on the reported event is unavailable at this time.